Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a perforation occurred with the interventional wire (enroute 0.014'' guidewire), which was covered with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a perforation occurred with the interventional wire (enroute 0.014'' guidewire), which was covered with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation report is attached to this report.